Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to specify exactly when the alleged meter issue first began, but stated obtaining readings ¿between 300 to 400mg/dl, not sure of actual results¿ using the subject device. In a related complaint the patient also reported obtaining inaccurate erratic back to back measurements using the subject device. The actual results were not specified but were reported to be taken within 20 minutes of each other. The patient stated that she manages her diabetes with ¿fast acting insulin humalog as needed, self-adjusting range from 1 to 200 units as needed; 1000mg metformin twice a day at morning and at night; lantis 60mg at night before bed¿. The patient reported that she reduced her food / drink intake in response to the reported issue, and stated experiencing symptoms of ¿disoriented, "felt drunk", unstable, confused and trouble walking¿ immediately after the product issue began. The patient reported self-treating with insulin, taking an additional ¿3 to 15 units, every time this occurred¿. The patient stated that her blood glucose had been measured on an unknown date and time using a doctor¿s/clinic meter, she didn¿t remember the actual result but stated the difference between the two readings was ¿less than 5 mg/dl¿.at the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and an approved sample site was being used. The csr was unable to walk the patient through a control solution test as the patient had reportedly disposed of the meter and lost the test strips in a house fire. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.